Manufacturer narrative:
Product event summary: analysis confirmed that the output connector assembly was broken. It was also found that both display wires were pinched but the insulation was not compromised, and four knobs were missing.

Event description:
It was reported that the atrial and ventricular connectors on the external pulse generator (epg) were broken. The epg was returned for service. There was no patient involvement.